Event description:
This report was received from global pharmacovigilance and is a spontaneous report from a consumer of peritonitis in a homechoice patient (hp). On (B)(6) 2012, the consumer reported that they had been diagnosed with peritonitis. The cause of the peritonitis was stated to be a touch contamination. Additional information was received from global pharmacovigilance and is further information provided by the peritoneal dialysis registered nurse (pdrn). Gpv spoke to the pdrn on (B)(4) 2012, and the following information was reported: the pdrn confirmed the event of peritonitis. The cause of the peritonitis was stated to be that the transfer set came off and fell on the floor. The hp reattached the transfer set causing a break in sterility. Pd therapy was stopped on (B)(6) 2012. The hp was hospitalized for the event on (B)(6) 2012. The hp was treated with cefazolin ip and gentamycin (ip) (doses and frequencies not reported). Pd therapy was restarted on (B)(6) 2012. The hp was retrained on proper aseptic technique. The hp is recovering from this peritonitis event. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012 for additional information. The pdrn stated that the homechoice patient (hp) uses a plastic adapter. The pdrn stated that she did not know the product code and lot number for the specific transfer set involved in this event.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined. A batch review could not be performed as the lot number was unknown.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown; however the brand name, manufacturing facility and 510k number will be provided in the MDR. The sample is not available. A follow up report will be submitted if additional information becomes available.